Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, the play of up/down knob and bending angle in up direction were out of the standard value. The adhesive on bending section cover had a crack and a white-clouded area. Due to slipping-out of light guide bundle, the illumination was poor. The universal cord, the protector of universal cord on control section side, and the plastic distal end cover, all had scratches. The adhesive around objective lens was peeled. The connecting tube had a wrinkle. The adhesive around objective lens was peeled. The adhesives around light guide lens had white-clouded area. The connecting tube had a wrinkle and the coating was peeling off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material remaining in the nozzle of the distal end section could not be identified , whereas the cause of foreign material on the cover of the distal end section was due to physical damage and deviation of the reprocessing method from the instruction manual. The instruction manual states the detection method associated with the event in "instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.